Event description:
As a retired dermatologist, I am not injecting dermal fillers. However, I do review the dermatologic literature and do hear anecdotes from peers at professional meetings about concerns with adverse reactions to dermal fillers. My specific concern is with the more permanent dermal filler products which have "plexiglass beads" in a bovine collagen suspension. Adverse reactions have been reported in the european and canadian literature citing "granuloma formation" specifically. I am asking that you consider scheduling an FDA "open healing" to allow experts in the "field of dermal fillers" be heard on the risks of these "permanent dermal filler products".